Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 210 mg/dl. Tandem technical support gave reset instructions to customer since customer was unable to continue troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.